Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.94mm. The grips were not found to be cracked. The components adjacent to this bent grip do not show damage. The force bipolar instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. The components adjacent to the dislodged molded insulator do not show damage. The complaint that the instrument required the release button to be continuously depressed and was difficult to release once clamped was confirmed through failure analysis. The probable root cause of the failure mode dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument grip did not hold on unless the button was depressed the whole time; once clamped it was difficult to release. The procedure was completed with no reported injury.